Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") in a 31-year-old female patient who had essure (batch no. 6524-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included morbid obesity, post-traumatic stress disorder, anxiety, premenstrual dysphoric disorder, depression and multiple allergies. Concomitant products included alprazolam (xanax) in 2012, buspirone since 2012, cetirizine hydrochloride (zyrtec) since 2016, citalopram since may 2017 and fluoxetine hydrochloride (prozac) since 2012 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ partial laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and weight increased had resolved and the back pain and menorrhagia outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. On (B)(6) 2015, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") in a 31-year-old female patient who had essure (batch no. 006524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2015 to (B)(6) 2015. Concurrent conditions included morbid obesity, post-traumatic stress disorder, anxiety, premenstrual dysphoric disorder, depression and multiple allergies. Concomitant products included alprazolam (xanax) in 2012, buspirone since 2012, cetirizine hydrochloride (zyrtec) since 2016, citalopram since(B)(6) 2017 and fluoxetine hydrochloride (prozac) since 2012 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ¿ partial laparoscopic hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and weight increased had resolved and the back pain and menorrhagia outcome was unknown. The reporter considered back pain, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. On (B)(6) 2015, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information, concomitant drugs and events - abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), and weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure derangement/essure backed out of the fallopian tube") and pelvic pain ("pelvis pain") in a 31-year-old female patient who had essure (batch no. 6524-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, ovarian cyst ruptured, borderline personality disorder, gonorrhea, mood swings, fatigue and insomnia. Previously administered products included for an unreported indication: mirena from january 2015 to march 2015. Concurrent conditions included morbid obesity, post-traumatic stress disorder, anxiety, premenstrual dysphoric disorder, depression and multiple allergies. Concomitant products included alprazolam (xanax) in 2012, buspirone since 2012, cetirizine hydrochloride since 2016, citalopram since may 2017 and fluoxetine hydrochloride (prozac) since 2012 to january 2013. On (B)(6) 2015, the patient had essure inserted. In may 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy and ysterectomy with bilateral salpingectomy ¿ partial laparoscopic hysterectomy). Essure was removed on 21-nov-2016. At the time of the report, the device dislocation, back pain and menorrhagia outcome was unknown and the pelvic pain, vaginal haemorrhage, dysmenorrhoea and weight increased had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. On 15-jun-2015, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device dislocation most recent follow-up information incorporated above includes: on 12-dec-2018: medical records received. Events per mr: essure derangement/essure backed out of the fallopian tube was added, patient's medical history was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("chronic back pain"). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants diagnostic results: on (B)(6) 2015, hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.